Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown intrathecal medication at unknown concentration/doses via an implantable pump for non-malignant pain. The patient reported that their pump had been stalling for 2 years. It had been stalling since 2021 on and off. Patient stated that the first year was pretty good but then they started having breakthrough pain. The patient stated that they had been in the hospital every 3-4 days and sleeping in a lot of pain for 2.5 years. Patient mentioned that they were in the emergency room (ER) 3 weeks ago with withdrawals for a week. Patient stated that they were sick and in bed and they were throwing up and did not feel good. Patient also mentioned that her bladder has her 46th surgery next wednesday. The agent verified that the pump was not part of any affected recalls and redirected patient to their healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider stated that there was no motor stall that occurred. Moreover, side port dye study was normal. The medication was extracted from the pump at each refill appointment and matched the amount on the tablet. Diagnostic was performed. Since the pump will be end of service in 1.5 years, the healthcare provider was willing to replace the pump if the patient desires.

Event description:
Additional information was from a consumer (con) stated that her pump stalled and had fluid around the pump. The patient stated that she did have a physician, and she wanted to get the pump remove. The patient was tired and hurting so she put ice pack and no heat. The patient stated that the nurse practitioner told her not to put heat because the pump area was inflamed, red and puffy. The nurse practitioner pushed some of the morphine in the hole. The patient wanted to send the pump back to medtronic because the pump did not work. Patient stated that the when the pump works, it operates effectively. The patient stated that her pump was recall even if it was not on the list. She contacted the insurance company for a doctor name, and they have called 18-19 hcp, and they will not take her as a patient. The patient stated that she is not trying to get high, and she have an illness. She had morphine for 5 years, and the new nurse mixed with 16ml of fentanyl. The agent emailed physician listing and emailed reps. The agent reviewed process to return pump to medtronic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.